Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) full osseotite® tapered certain® implant 4 x 11.5mm (ifnt411) was returned for investigation. Visual evaluation of the as returned product identified the fractured screw inside the implant drive feature. Signs of use were also identified on the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was moderate bone density (type ii). The reported device was located on tooth # 20 (universal) and was used for approximately 6 months, and 28 days. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR and complaint history review could not be performed, as the item/lot numbers associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to prevent the distribution of non-conforming product is within specifications. DHR review could not be performed for the ifnt411 since the lot number was unknown. A complaint history review by item number was conducted for the (ifnt411) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Based on the available information, device malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. Brand name unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. PMA/510(k) number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that prosthetic screw fractured with some of the screw remaining within implant. Unable to remove with any means (screw removal kit, reverse w/hand piece, piezo and hand piece - unsuccessfully). At this time we reverse torqued implant from bone with reasonable ease, approx. 35 ncm to easily remove implant and replaced with a larger size implant. Pt. Returning for follow-up appointment. As a result of this event, no injury to the patient reported.